Event description:
A nurse reported that after a cataract extraction with intraocular lens implant there were 4 pts that presented with severe edema with suspicion of toxic anterior segment syndrome (tass). Additional info has been requested, but none has been received to date.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).